Manufacturer narrative:
Pt age/date of birth: unknown/ not provided. Date of event: unknown/not provided. Implant date: if implanted; give date: unknown/not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model zct400 intraocular lens (iol) dislocated post implant. The exact date of the dislocation is unknown. The lens was explanted from the male patient's eye and replaced with a different iol. There was no incision enlargement and no vitrectomy. There were no complications. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/21/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was visually inspected with an unaided eye. The product was observed cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.